Event description:
Report received from USA stating that the hose of the device was damaged. It is unk if the device was used in surgery. It is also unk if injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).